Event description:
It was reported that the ilet indicated dosing had stopped and prompted the user to connect the continuous glucose monitor (cgm) or revert to backup therapy; the user did not comprehend that dosing had stopped, and support guided the user to review alarm history, switch from g7 to g6 and back to g7, and restart the sensor. No reported symptoms, alerts, or alarms reported by the user despite the dosing stop notification. Outcomes included provision of troubleshooting and education, with instructions to call back if reconnection did not occur. Investigation included remote troubleshooting focused on cgm connectivity and system status review. Investigation of this case revealed a suspected communication or connectivity issue between the cgm and the ilet that interrupted automated dosing, with the user not comprehending until support guidance was provided. It was concluded, based on previously established findings for similar reports, that user understanding and cgm communication factors were the most probable contributors.